Event description:
User facility medwatch report received that states: when prepping the device for use on a patient, the device jammed and sheath became jammed within the device. The device was not deployed. There was no patient harm. What was the original intended procedure? Vascular closure. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. Additional information received: the procedure, using an access site in the right common femoral artery, was a neuro diagnostic procedure, using a 5f sheath. Hemostasis was achieved by applying manual arterial compression. The physician is reportedly trained in the use of the starclose se device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported information that the device was not deployed and the sheath was jammed during the device-to-sheath engagement could not be confirmed. The device was returned partially deployed. The returned condition indicated that the device was securely engaged with the exchange sheath. There was dried blood observed throughout the device, indicating the device was inserted into the patient anatomy. Analysis found the proximal end of the flex-guide was carved by the delivery tubeset when depressing the plunger to deploy the locator wings and initiate the thumb advancer deployment and sheath splitting. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.